Event description:
It was reported that the blade broke during testing. There was no associated procedure, so therefore there was no patient impact or adverse consequences as a result of this event.

Manufacturer narrative:
The cutting accessory originally reported under this MDR was not returned for evaluation. During the evaluation of the originally listed concomitant device ((B)(4)- system 6 sagittal saw) a loose drive link was found, which can cause or contribute to excessive blade whip symptoms, which can lead to the blade breaking. Associated cutting accessory (unknown ins blade) is now listed as the concomitant device.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the blade broke during testing. There was no associated procedure so therefore there was no patient impact or adverse consequences as a result of this event.